Event description:
This case was initially received via regulatory authority (B)(6) on 08-sep-2017. The most recent information was received on 14-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure (batch no. B15009) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), dyspepsia ("epigastric burns"), eye pruritus ("ocular pruritus with inflammation"), eye inflammation ("ocular pruritus with inflammation"), pruritus ("pruritus on feet"), myalgia ("muscular pains"), back pain ("lumbar pains"), neck pain ("cervical pains") and weight increased ("weight gain"). The patient was treated with surgery (laparotomy (uterus, cervix, right ovary, right fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, dyspepsia, eye pruritus, eye inflammation and pruritus was resolving and the myalgia, back pain, neck pain and weight increased had not resolved. The reporter provided no causality assessment for asthenia, back pain, dyspepsia, eye inflammation, eye pruritus, myalgia, neck pain, pelvic pain, pruritus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4001 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.